Event description:
It was reported that a 58-year-old caucasian female patient underwent a breast surgery with unspecified mentor saline breast implants. Post-operatively, the patient underwent a revision surgery. At the time of the revision surgery, it was discovered that the patient experienced bilateral deflation. As a result, the patient underwent removal on (b)(6( 2022. There were no patient consequences reported because of the deflation discovered during the revision surgery. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-14498 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 13, 2022, mentor received the device for evaluation. The returned device was a 350cc mentor memorygel breast implant. This did not match the device which was initially reported by mentor as an unknown mentor saline breast implant. After a follow-up, clarification was provided. The returned device was identified to be the complaint device. The right device was identified as: brand name: mentor memorygel breast implant. Common device name: prosthesis, breast, noninflatable, internal, silicone gel-filled. Procode: ftr. Lot number: 5618476. Catalog: 3507350bc. UDI: (B)(4). PMA: p030053. Expiration date: 7/13/2010. Device manufacture date: 7/14/2005. As the impacted device was initially reported as a saline breast implant, deflation is no longer applicable. The patient experienced a rupture. On december 20, 2022, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed for the lot number received, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).